Event description:
The plaintiff alleges that during the course of employment as a registered nurse plaintiff was exposed to latex gloves and latex allergens, and that said exposure cause plaintiff to become ill, injured and disabled. Plaintiff experienced severe allergic reactions resulting in injuries, including but not limited to, general itching, respiratory problems, asthma-like symptoms, runny nose, nasal congestion, hives, anaphylaxis, ocular pruritus, and related mental and emotional distress, of a permanent, worsening and continuing nature. Plaintiff further alleges that in 2000 plaintiff first became aware that plaintiff's injuries and symptoms were related to latex exposure. Plaintiff has suffered and will continue to suffer considerable physicial injury, mental and emotional anguish, severe limitation and restriction of usual activities, pursuits and pleasures. Furthermore plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Plaintiff also has been forced to expend sums of money for medical care and treatment and will continue to expend such sums indefinitely into the future. Finally plaintiff reportedly has been forced to expend sums of money for the replacement of plaintiff's wardrobe.